Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A catheter break was reported. Both the pump and the catheter were replaced. It was stated that the patient went through "catheter troubles seven times".